Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced very quick low blood glucose value was 46 mg/dl and so customer eaten carbs to correct it and few minutes after customer went so high up to 230 mg/dl to 240 mg/dl and that was the time customer did a bolus. Customer declined to troubleshooting. Customer states insulin pump did not calibrate, sensor updating and the change sensor alert. The device will not be returned for analysis.